Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage was noted. The 90% stenosed lesion was located in a mildly tortuous non calcified ramus intermedius coronary artery. First they stented the superior branch of the ramus with an unk stent and moved the wire to the inferior branch of the ramus. The physician predilated the lesion with an unk 2.5x15mm balloon and then inserted the 2.75x20mm taxus liberte stent and advanced it to the lesion. When they pulled back on the device, it became stuck on the previously placed stent. The stent was then removed from the pt intact. It was then noted that there was damage to the stent. Procedure was completed with another of the same device. The pt status is listed as fine with no complications reported.

Manufacturer narrative:
(B)(4).